Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that 17 months post implant of a bifurcated device and a suprarenal aortic extension an endoleak was identified. Reportedly, the patient originally had a persistent endoleak. The physician treated the patient using a coda and stopped it. A follow up computed tomography displayed non contrast due to kidney function. The sac looked the same, but an endoleak was seen by duplex ultrasound at the distal aorta. On (B)(6) 2014 the sac enlarged to 6.3 cm from 5.7 by duplex. The patient had another follow up in (B)(6) and the computed tomography displayed the sac had enlarged to 7cm. An angio was done and could not identify an endoleak. Another follow up was done in (B)(6) 2014 and the physician chose to treat the patient by embolizing the inferior mesenteric artery through the sma (superior mesenteric artery), and onyx the end of the sac and coiled the ima (post coil continues to expand 8cm). There after the patient came in (B)(6) 2014 for a follow up procedure and physician elected to trans lumbar and puncture coil and glue nidus with onyx and gel foam slurry and coil to get it to clot. However the patient was brought back to the or on (B)(6) 2014 for suspected endoleak. The physician treated the patient with an infrarenal aortic extension and bridged the cuff post to cover the blush proximal to the top of the bifurcated. An angio was done during final run and no blush was evident. The endoleak sealed and the patient is fine.